Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
End user reports redness under the white tape collar at the distal end which measures approximately 7mm. This redness extends outward beyond the tape border down to her groin. Redness started under the white tape collar and migrated down to her groin area. It was further reported that she does experience a burning and itching sensation from this area at times. End user saw her doctor who prescribed cloderm and locoid to the affected area. End user's husband also reports he applies lamisil cream to the redness at the edge of the white tape collar and beyond.